Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a pulse generator change out, the right atrial lead exhibited high thresholds, poor sensing and damage insulation. The lead was capped and replaced on (B)(6) 2016. The patient was not symptomatic and was discharged in normal condition.